Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned disassembled and severely damaged. The stent has been partially released and fractured in at least two fragments. About 58 mm of the stent are still crimped underneath the retractable shaft. The distal stent portion is missing. However, the local staff confirmed that the stent fractured after device withdrawal outside of the patients body. The outer shaft has been retracted by about 68 mm. The outer shaft is kinked about 83 mm and 104 mm proximal to its distal end. The outer shaft is also flared at its distal end and the distal stent stopper is deformed, both indicating that the stent has been pulled in distal direction which was most likely induced during device withdrawal. The handle was disassembled in the as-returned state. Several parts of the handle assembly are missing. The proximal outer shaft portion is well sliced and has fractured, most likely inside the handle. The fracture sites are plastically deformed being indicative for an overload fracture. The knife holder is severely damaged, i.e. The metal tube has fractured directly at the knife. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
Pulsar-18 peripheral self-expandable stent systems were selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a severely tortuous part of the mid sfa. One pulsar-18 5/150/135 was successfully implanted but the 2nd pulsar-18 6/150/135 (complaint device) could not be released after it was partially released about 2/5. The delivery shaft was found fractured and the whole system was withdrawn.